Event description:
The customer reported via phone call indicating that the insulin pump had a crack on upper right corner of the screen. Customer's blood glucose was unknown mg/dl. The customer stated that she doesn't know how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was unable to troubleshoot for battery out limit because the call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.